Event description:
The lay reporter contacted lfs (B)(6) on (B)(6) 2012, alleging inaccurate readings on the patient's lfs meter. A medical surveillance specialist (mss) sent follow up questions; however, the reporter was unable to answer any of the follow up questions. The complaint is being classified based on the initial call placed on the (B)(6). Reporter mentioned that on (B)(6) 2012, the patient developed tremors due to the alleged inaccurate readings on his meter. Reporter mentioned that due to the inaccurate readings, the patient had adjusted his insulin; however, could not provide specific readings or information about the incident. There is no information on the serial number of the meter or type of lfs meter the patient was using. Reporter mentioned that the meter did correlate with the code number of the vial of the one touch ultra test strips. The products were replaced. The complaint is being reported since the patient alleged that due to the inaccurate readings, the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lot # of test strips and serial # of meter was not provided by the patient